Event description:
It was reported that during homing, the handpiece would not home successfully. It was unable to remove the drill from the handpiece. After a time, the tech finally got the drill out and confirmed that the long attachment and bur were locked in. Another handpiece was used in order to start with the case. The device was not being used with a patient during the event. Results of investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. It was reported that during homing, the handpiece wouldn't home successfully. The initial visual/functional investigation found that: the handpiece drill guide support was bent, this was verified visually and functionally (the long attachment did not slide easily into the drill guide support). This caused increased friction which requires the motor to exceed the homing torque prior to reaching the probe wall. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. Visual and functional inspection of the handpiece confirmed that the drill guide support on the handpiece was bent, which was causing the reported homing difficulties.